Manufacturer narrative:
This report is filed, february 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent bone infections at the implant site. The patient has been treated with multiple courses of oral antibiotics; (B)(6) 2014, (B)(6) 2015, and (B)(6) 2016. Subsequently the patient was re-implanted with a new device on (B)(6) 2016. The original implant remains in-situ.